Event description:
It was reported that two days post implant of an implantable cardioverter defibrillator (ICD) and leads the "incision split with pus coming out." Pseudomonas was noted to be the main pathogen and the area of the pocket infection appeared superficial. The patient was treated with intravenous antibiotics and discharged on oral antibiotics eight days later. Following, the patient was seen in clinic and wound dehiscence with yellow green discharge, redness, and swelling were noted. A culture of the pocket was negative for bacteria. The implantable cardioverter defibrillator (ICD) system was removed. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.